Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was died even after replacing new battery. Customer performed troubleshoot for blank display and insulin pump alarmed for battery out limit. Customer¿s blood glucose was 189mg/dl at time of incident. Insulin pump will not be return for analysis.